Event description:
It was reported that this lead was attempted to be implanted on the left bundle branch (lbb). However, in the first position, the electrical parameters were not adequate. The lead was removed to remove any possible tissue in the helix to reposition. The lead was repositioned. Fluoroscopy showed that the helix was elongated. Thus, the physician decided to have the lead removed. It was suspected that the lead also fractured. A new lead was implanted in its place. The lead is expected to be returned. No adverse patient effects were reported.